Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. As returned, the lead is incomplete (severed) and analysis is not possible. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00035, and 1627487-2011-00036. The patient received her scs system on (B)(6) 2010, consisting of an ipg, three percutaneous leads and three anchors. It was reported that the patient suffered a fall which resulted in the loss of stimulation. Since diagnostic tests revealed invalid impedance readings for all lead contacts, a fracture was suspected. Surgical intervention was undertaken on (B)(6) 2010, to replace the patient's leads. The physician electively decided to replace the ipg as well. Effective stimulation was recaptured for the patient with the placement of the new scs system.